Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. No frozen screen during testing noted. We were unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call by customer's mother that the pump alarmed button error and screen froze. The customer's blood glucose starting rising up, her blood glucose was 301mg/dl. The customer treated with manual injection.